Event description:
It was reported that in 2008, a 27mm masters valve was selected for implant. On an unknown date, the patient presented with shortness of breath. The valve was noted to have paravalvular leak and the patient was diagnosed with endocarditis. On (B)(6) 2024, a 14x5mm amplatzer vascular plug iii was selected for implant to treat the mitral paravalvular leak. The leak was difficult to access due to the septal position. The exact size of the leak was difficult to assess but based on the jet width and length, the leak was considered as severe. The amplatzer device was then deployed and released. Following the device release, the tee exam showed an unexpected moderate leak next to the device at 12:00pm (aortic side). The physician tried to cross the remaining leak in preparation for a second device but given the complexity decided to stop the procedure and will follow the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of shortness of breath, perivalvular leak and endocarditis were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the exact size of the leak was difficult to assess but based on the jet width and length, the leak was considered as severe. Reportedly, tee exam showed an unexpected moderate leak next to the device after deployed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that in 2008, a 27mm masters valve was selected for implant. On an unknown date, the patient presented with shortness of breath. The valve was noted to have paravalvular leak and the patient was diagnosed with endocarditis. On 15 aug. 2024, a 14x5mm amplatzer vascular plug iii was selected for implant to treat the mitral paravalvular leak. The leak was difficult to access due to the septal position. The exact size of the leak was difficult to assess but based on the jet width and length, the leak was considered as severe. The amplatzer device was then deployed and released. Following the device release, the tee exam showed an unexpected moderate leak next to the device at 12:00pm (aortic side). The physician tried to cross the remaining leak in preparation for a second device but given the complexity decided to stop the procedure and will follow the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.